Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. Upon investigation, the monitor displayed a service code 203, which indicates a pulse test failure. The cause for the failure was an intermittent connection at the j1002 and j1003 connector pins. The root cause of the intermittent connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.